Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The user's blood glucose level was 125 mg/dl. Reportedly, a new cartridge was successfully loaded.